Manufacturer narrative:
"This report is part of a retrospective review and remediation efforts in response to a warning letter. Correction/removal number: z-0956-2020. (B)(4). S/w 3.18e. Pump not received in stuck manufacturing mode. Unit passed displacement test. Sleep current measurement and active current measurement within specifications. Pump was returned for pump error 53. Format history file analysis confirmed pump error 53 due to software error. Unit received with cracked retainer, minor scratched display window and scratched case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ""defects"" or has ""malfunctioned"". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act."

Event description:
Complaints text (B)(6) 2018, 17:15:29, erp_rfc_user related svn (B)(4), complaints text, (B)(6) 2018, 17:13:15, hernar 104 initial notes: my pump says pump error 53 inquired what led up to the complaint. Customer response: cust got two pump errors 53 pump error alarms t/s per dop114-980. Pump error alarm that occurred: pump error 53. Adv to clear alerts/alarms as soon as possible. Explained alarm. Adv to d/c from the pump. Timing of pump error alarm: calibrating . Customer is able to complete pump rewind. Adv to check pump settings for accuracy. Pump is a 670g with software version 3.18e or greater. Adv to remain d/c. Adv to program 0.2 unit fill cannula into air to determine if delivery is successful. Fill cannula was recorded in daily history. Error table indicates the pump should be replaced. Explained pump will need to be replaced. Adv to revert to backup plan per hcp's instructions. Adv to place the pump in storage mode: remove battery, press and hold the back button until the screen turns off. Expl rpl policy. Expl interaction aftercare email. Customer's outcome pertaining to the complaint: cust sent a repl pump ship: 1 repl pump 1 box 1 le / return: 1 pump.